Event description:
It was reported that at implant, the lead helix would not extend after four extensions and retractions. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the distal conductor was distorted. There was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant and that the helix would not extend or retract due to the distal conductor distortion with in the connector.